Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified black particles. A leak test was perform and openings were not found. A microscopic analysis identified the device was intact and functional. Based on the device analysis the final assessment is: the device was found intact and functional. Nothing related to a deformation is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is not applicable.

Event description:
Physician reported "te deformation" and "malposition of the needle guard." The device did not touch the patient.